Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a general practitioner and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced musculoskeletal pain ("joint and muscle pain"), depression ("depressive syndrome"), vision blurred ("blurred vision"), amnesia ("memory loss"), loss of libido ("lack of libido") and irritability ("irritability"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage ("part of essure persisted on pelvic x-ray") and complication of device removal ("part of essure persisted on pelvic x-ray"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), device breakage ("part of essure persisted on pelvic x-ray") and complication of device removal ("part of essure persisted on pelvic x-ray"). At the time of the report, the medical device removal, musculoskeletal pain, depression, vision blurred, amnesia, loss of libido, irritability, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for amnesia, complication of device removal, depression, device breakage, irritability, loss of libido, medical device removal, musculoskeletal pain and vision blurred with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal- the analysis in the global safety database revealed (B)(4) cases device breakage, the analysis in the (B)(4) database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: part of essure persisted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-oct-2017. The most recent information was received on 02-nov-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of medical device removal ("essure removal") and device breakage ("part of essure persisted on pelvic x-ray") in a (B)(6) year-old patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy, dysplasia of cervix (uteri) (conization in 2012), cervical conization in 2012, epicondylitis in 2015 and depressive disorder. Concurrent conditions included overweight (bmi 28.4). In 2013, the patient had essure inserted. In 2014, the patient experienced musculoskeletal pain ("joint and muscle pain"), depression ("depressive syndrome"), vision blurred ("blurred vision"), amnesia ("memory loss"), loss of libido ("lack of libido"), irritability ("irritability") and sciatica ("lumbosciatalgia bilateral"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("part of essure persisted on pelvic x-ray"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("part of essure persisted on pelvic x-ray"). The patient was treated with surgery (essure removal on (B)(6) 2017). At the time of the report, the medical device removal, depression, amnesia, loss of libido, irritability and complication of device removal outcome was unknown, the device breakage had not resolved and the musculoskeletal pain, vision blurred and sciatica was resolving. The reporter provided no causality assessment for amnesia, complication of device removal, depression, device breakage, irritability, loss of libido and medical device removal with essure. The reporter considered musculoskeletal pain, sciatica and vision blurred to be related to essure. The reporter commented: essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. X-ray of pelvis and hip - on an unknown date: part of essure persisted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed (B)(6) cases device breakage - the analysis in the global safety database revealed (B)(6) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 2-nov-2017: physician returned device removal questionnaire and reported patient's initials ((B)(6)), birth date (age (B)(6) years), height 169cm, weight (B)(6) kg, history (appendicectomy, uterine cervix dysplasia (conization in 2012), cervix conization 2012-2013, right and left epicondylitis, depressive syndrome). Essure was inserted in 2013. Outcome of events "blurred vision, joint and muscle pain" were changed to resolving (prev: unknown), new event added "lumbosciatalgia bilateral" (start not reported, resolving). Essure removal was performed at the patient's request due to those events (lumbosc., blurred vision, joint and muscle pain). Reporter thought essure caused or contributed to the occurrence of the event(s). Follow up was available 6 or more months following essure, events had mild or moderate improvement : part of essure persisted on pelvic x-ray(breakage med. Important, not resolved). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.